Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, one side of the jaw of the instrument broke off within the patient's abdomen, but was retrieved. The patient was reported to have fatal consequences.